Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional was received from the rep. It was reported that the batch number of the recharger was not available. They had to replace the recharger, and the problem was the same. It was noted that this information was confirmed with the physician.

Event description:
Additional information was received from the manufacturer representative reporting that the patient¿s speech problems appeared after the surgery. After exploration, the diagnosis of post-traumatic stress disorder was made. The patient was undergoing psychotherapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a user report from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been experiencing multiple problems with their neurostimulators since (B)(6) 2018. The patient had been a spinal cord neurostimulator user since 2003 but never experienced such a situation. On (B)(6) 2018, the patient underwent an implantation of an ins to replace the previous one which had reached its end of life. This replacement device never worked, and the patient reported that they were forced to stay plugged into an outlet to not lose the device. The patient discovered an alert on the internet that part of this device was under field safety corrective action (fsca) since (B)(6) 2016 and it was noted that the patient was not notified.  On (B)(6) 2018, the recharging belt and programmer, which the patient noted was under fsca, were changed without anything changing for the patient. It was noted that the manufacturer wrote the patient noting that they misplaced this device.  On (B)(6) 2018, the defective neurostimulator had been explanted, but the patient did not know if it was analyzed.  Due to this and the six months connected to a plug, the patient had serious speech disorders (decompensation) that were still present as of (B)(6) 2021.  The patient was implanted with a new ins on (B)(6) 2018.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient could not charge the stimulator to 100 percent. The patient had a change of stimulator in (B)(6) 2018. The patient coupled well with her stimulator with 6 to 8 coupling tiles but could spend 6 hours to get 75 percent charged. The stimulator did not hold the battery or the charger. The charger was changed but the problem persisted. The impedances were between 503 and 669 ohms. The manufacturing representative reported that the patient had more and more difficulties to recharge (more than 7 hours a day). In the recharge statistics it was seen that the patient had very short recharge sessions. On (B)(6) 2018 the patient had 4 recharge sessions, two of 30 minutes, one of 17 minutes and one of 1 minute. In addition, the average coupling during the sessions was not optimal, only 4 coupling bars. These two reasons together may explain why the patient had recharge difficulties. Using an antenna locate feature was suggested. The patient assured the manufacturing representative that he had no trouble coupling the antenna to the implantable neurostimulator (ins). It was getting harder and harder to charge. Additional information was received from the health care provider via the manufacturer representative reporting failure to recharge the battery. The reloading was possible but of extremely long duration with warming up. The action taken to resolve the event was ins replacement. No further complications were reported or anticipated.

Manufacturer narrative:
H2. Correction: please note, device code no longer applies to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient first started experiencing the recharging issue in (B)(6) of 2018. The pain nurses interacted with the pacemaker in (B)(6) 2018 under the rep's guidance and the results were transmitted. Coupling between the ins and the charger was 6-8 boxes. They changed the date of implantation because the initial date was false. It was noted as (B)(6)-2017, when the patient had the ins changed in (B)(6) 2018. The patient was reviewed to analyze the load data of their system. On (B)(6) -2018, the patient saw a rep and the recharger was changed. The patient found contact with their ins with less difficulty, but loading time was always very difficult. In six hours, the patient would only get a quarter of a refill. The patient recharged every day. Impedance was verified and was between 503-669 ohms. The recharge and system log was searched. Recharging the recharge journal, they only had dates for (B)(6) -2017 and (B)(6) -2018. Troubleshooting did not produce any results. It was noted that the recharger was the device warming up during recharging. The cause of the charging issues was not determined. The date of ins explant was (B)(6)-2018. The patient's gender was provided. The patient's weight and age/date of birth were not known. It was noted that the information was confirmed with the physician/account.

Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4)) found no significant anomaly. Visual inspection of the ins did not reveal any significant anomalies. Foreign material was observed in the ports. The ins shield/can was visibly scratched. The connector module/cover, access hold adhesive, grommets, and setscrews were all visually ok. Initial examination confirmed that the ins was in an over discharged condition and a physician recharge mode was required to restore telemetry. After one physician recharge mode, the ins was able to start charging automatically. A normal recharge was performed at body temperature with a 1 cm spacing between the ins and the recharge antenna. No coupling or recharge issues were observed. According to the trace report taken from the ins, the last recharge performed while the device was implanted was on (B)(6) 2018 and the battery charged to 3.655 volts. The battery was not recharged for a sufficient length of time so the battery discharged back to the "lock" mode on (B)(6) 2018. Subsequently, the battery depleted to an overdischarged state prior to being received for analysis. After the ins had been fully recharged it passed functional testing. During a test of adaptivestim, the ins functioned as programmed. Testing the recharge interval, the ins discharged in 3.41 days which was within 10% of the expected time (3.5 days) for the parameters used. Coupling matched a known good ins for spacings of 0 cm, 1 cm, 2 cm, and 3 cm. The ins passed a series of defined and qualified automated functional tests. If information is provided in the future, a supplemental report will be issued.